Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: there was no evidence of loss of prime warnings found in the device's black box. The pump was exercised for 24 hours with no loss of prime issues occurring. The force sensor was found to be out of calibration. The force sensor resistance was checked and was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. It was reported the patient¿s blood glucose was between 250-499 mg/dl without symptoms of hyperglycemia. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. The alleged health condition does not qualify as a serious injury.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.